Event description:
It was reported that the device was unable to analyze a heart rate.

Event description:
Update: it has been confirmed this issue was discovered during simulated use and not an actual patient use event. It was reported that the device was unable to analyze a heart rate.